Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient ran a fever and the ICD pocket got warm. Patient had antibiotics and was fever free after approximately one week. The pocket was no longer warm but slightly swollen. The device interrogated normally and patient was in a stable condition.